Event description:
Additional information received, it was reported that the issue was found during a cervical fusion procedure. There was no delay and no reported impact to the patient outcome.

Manufacturer narrative:
Patient info updated in section a. Additional information updated in b5. System serial number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and broken piece was from sidewall cover. During inspection, found that 4 covers needed replacement. Replaced both door sidewalls, inner split and lower 135 covers. All testing passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000159 , product ID: bi71000138, product ID:bi71000138 , product ID: bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the imaging system was caught on an IV pole and the site heard something "snap inside". Site went to do a calibration and heard another snap but was able to finish. Afterwards they opened the gantry and saw a 1"x2" unidentified piece fall out of the system. Patient was present. There was unknown surgical delay and impact on patient outcome.